Event description:
It was reported to philips healthcare that after a software upgrade the device will not start properly and was rebooting. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.